Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to the clinic with the atrial and right ventricular leads exhibiting noise oversensing. During a regularly scheduled pacemaker change procedure on (B)(6) 2018, both leads were explanted and replaced. No complications were reported and the patient was discharged. The leads were discarded by the user facility.